Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s current high blood glucose level was 568 mg/dl. Customer reported bolus did not covered her carbohydrate intake correctly. The customer declined troubleshooting for high blood glucose. Customer stated the sensor feature was off currently and was assisted in turning the sensor feature on. Customer was assisted with troubleshooting and was advised to change sensor on appropriate day as per labeling as the sensor age has been reset but was incomplete as customer was not wearing a sensor. The device will be not returned for analysis.